Event description:
Per the clinic, the patient was not responding to stimulation due to migration of the electrode array. Subsequently, the patient underwent a revision surgery on (B)(6) 2022, to reposition the device. The implanted device remains.